Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during a percutaneous cardiac intervention (pci). It was reported that during impella cp support, the pump experienced suction events that were resolved by giving the patient intravenous fluids. After the pci, the patient rapidly decompensated, requiring increased vasopressors, the patient was noted to be hypoxic on arterial blood gas results, and there were recurrent suction alarms on the impella. The patient proceeded to have a pulseless electrical activity arrest. An echocardiogram was performed and revealed massive bilateral pleural effusions and pericardial effusion. The physician believed these to be injuries from a previous cardiopulmonary resuscitation and then was heparinized for the pci and impella implantation which possibly led to a second arrest. The family decided to withdraw care, and the patient expired.

Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The pump was not returned for investigation. The data logs confirm the pump suction events. The root cause of the injury was unable to be determined due to insufficient clinical details. The cause of the pump suction issue was most likely related to patient condition based on data log review and provided clinical details. The pump passed all post sterile inspection checks.